Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h1. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that blue connector on the fiber module was damaged. The customer has chosen not to move forward with the repair. If any further information is provided, the investigation will be reopened and processed accordingly.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) failed to trigger on the fiber iab. It was discovered that the blue connector on the fiber module was broken on the sides, preventing the iab from locking into place properly. No patient harm was reported.

Manufacturer narrative:
Due to character limit in block e1 event site state: minnesota. A supplemental report will be submitted upon completion of our investigation.